Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below expected limits. With a new battery, the device was tested on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found that caused the premature battery depletion.

Event description:
It was reported that the device exhibited premature eri. Device was explanted and replaced. Patient condition after the event was good.